Event description:
Dealer states head section frame is bent. Dealer does not have any further information. Dealer will email picture and consult with customer. Dealer sold to coastal therapeutics in june 2014.